Event description:
Monitor continues to give sporadic readings as previous monitor did.

Event description:
Monitor continues to give sporadic readings as previous monitor did.

Manufacturer narrative:
Corrected date mhc received product from consumer.